Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted into a patient for endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant are unknown. It was reported that upon final angiogram there was a small blush observed. The physician is unable to determine the exact cause of the type IV endoleak. This blushing may have resolved upon reversal of the anticoagulation (heparin) however, the physician elected to be proactive by implanting an iliac limb. The final angiogram demonstrated that the endoleak was resolved. No additional clinical sequelae were reported and the patient is fine.